Event description:
Per form states: patient received several inappropriate shock due possible lead fracture of rv medtronic lead. (B)(6), italy. Dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).